Event description:
Customer reported to beckman coulter, inc. (Bec) that the power processor centrifuge bucket failed during centrifugation, causing a sample tube to shatter inside the centrifuge. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the damaged insert with new insert and cleaned centrifuge bowl.

Manufacturer narrative:
Evaluation codes - results code - (other): insert. (B)(4).